Event description:
Supplemental report being submitted due to the completion of the investigation on 07jun2023.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-4-b device of lot number c1375220 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿off label use and stent migration¿ the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0062), stent migration and death (other than due to normal disease progression) are known potential adverse events that can occur in conjunctions with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ as per the intended use section of the IFU (ifu0062), ¿this device is used in palliation of malignant neoplasms in the biliary tree¿. As per the pmcf study casebook, it was noted that the stent was used in the treatment of ¿calcifiant chronic pancreatitis¿, a benign condition as per the medical advisor the use of this device for the treatment of ¿calcifiant chronic pancreatitis¿ in this study was off-label use with the above information, there is evidence to suggest that the customer did not follow the instructions for use/product label. Image review : an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was identified from the available information. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in the treatment of ¿calcifiant chronic pancreatitis¿, a benign condition, which is deemed unforeseen misuse of the device as per the IFU¿s intended use section. As per the IFU, stent migration is a known potential adverse event associated with biliary stent placement. The stent migration was deemed likely related to the off-label use of the device as per the patient casebook the cause of patient death in the study is unknown. It was noted in the relationship assessment section (page 28), that the stent migration did not lead to the patient death confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the pmcf file, the evo-fc-10-11-4-b device migrated 182 days post-placement. No treatment was performed to correct the migration. The patients cause of death was listed as ¿unknown cause of death¿ confirmed quantity of 1 device. Confirmed used. The investigation findings concluded that off-label use was the definitive root cause identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in the treatment of ¿calcifiant chronic pancreatitis¿, a benign condition, which is deemed unforeseen misuse of the device as per the IFU¿s intended use section. Stent migration was deemed likely related to the off-label use of the device complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Mdr2052 cook ireland, 204-119_ae1 evo-fc-11-4-b off label use, stent placed for calcifiant chronic pancreatitis a benign condition. (B)(6) 2018 - 182 days post-procedure - stent migration - no treatment. Patient outcome: no treatment. Date of death (B)(6) 2022 - unknown cause of death.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.